Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4)¿ incomplete. The expiration date is not currently available.

Event description:
Upon insertion of gryphon br anchor into glenoid performed by doctor, gryphon anchor broke. Another anchor was opened and surgery continued with little delay and no adverse events to patient. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. The initial report stated that the implant backed out the bone hole after insertion. No further procedure information was provided to determine if the above reason contributed to this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch {mr#1221934-2018-51846].

Event description:
Upon insertion of gryphon br anchor into glenoid performed by doctor, gryphon anchor broke. Another anchor was opened and surgery continued with little delay and no adverse events to patient. No patient consequence. Spoke with the sales rep for additional information on this complaint. The first grypon anchor broke in more than 2 pieces when the surgeon removed the inserter. All fragments were removed, and the surgeon used another gryphon anchor that pulled out once inserted. The surgeon then used a lupine anchor in the same bone hole to complete the procedure. There were no patient consequences or delays. The customer discarded the devices.